Manufacturer narrative:
The reagent lot numbers were requested but were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable total protein (tp) and urea/bun assay results for 2 patient samples tested on a cobas 8000 c702 module. Sample 1: the initial urea result was <0.5 mmol/l. The repeat urea result was 7.41 mmol/l. Sample 2: the initial tp result was <2 g/l the repeat result was 65.66 g/l.

Manufacturer narrative:
Hardware precision checks were performed, with no significant findings. No further issues have been reported. The investigation determined that the event was consistent with a pre-analytical root cause.